Event description:
The patient experienced loss of stimulation. The patient's external devices were damaged in a house fire. Hence, the patient was not able to operate the scs ipg. Subsequently, the ipg was explanted and replaced. Reportedly, the patient is receiving effective bilateral stimulation following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.